Event description:
It was reported that during a clinical follow-up intermittent pvc undersensing was observed during a vf episode due to varying r-wave amplitudes. Real time measurement of the sensed amplitude also showed variability in the measured r-waves. All other parameters were in normal range. The device was reprogrammed successfully and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.